Event description:
Philips received a complaint on the defibrillator indicating that during use, the patient experienced a battery outage, rendering the device unusable, and the patient's skin tissue sustained damage. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
(B)(6).a follow up report will be submitted upon completion of the investigation.